Event description:
The dealer reported that the user sat on a transfer bench that had a push pin sticking partially out and the leg collapsed causing the user to fall. The user suffered bruising and did not seek any medical treatment.

Manufacturer narrative:
(B)(4) issued mg report 1531186-2013-00919 with the product listed as 8071. The correct product is 98071.